Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The small grasping retractor instrument was analyzed and found to have a broken pitch cable. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Event description:
It was reported that there was a broken cable on the small grasping retractor instrument. The procedure was completed with no reported injury.